Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was extracted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal low voltage electrode of the lead was covered in body t issue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.